Event description:
The patient reportedly experienced sound quality issues and intermittency between her external equipment and the implant. External equipment has been exchanged and the patient reported improvement in sound quality. Testing showed that the device is functional. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.